Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: lnq11 icm, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead had no atrial capture and was sensing in the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.